Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based the customer service representative (csr) documentation, since the patient was unable to be reached by phone to obtain additional information. The patient reported that the alleged issue began 5 or 6 months prior to contacting lfs. On an unspecified date/time, the patient claimed she obtained an alleged high blood glucose reading in the '22 mmol/l' range. The patient informed the csr that she manages her diabetes with insulin (self adjuster); however, it is not known what action the patient took in regards to her diabetes management in response to the alleged inaccurate results. On the morning of (B)(6) 2010, the patient reported feeling sweaty. In response to the symptom she claimed she self treated with food and/or drink. It is not known when the patient last tested with the subject meter or if she had made any adjustments to her insulin regimen prior to the onset of symptoms. At the time of troubleshooting, the csr noted that the patient did not have control solution to test the reported products. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining alleged inaccurate high readings with the subject meter.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4): the lay user/patient's products have not been returned to lifescan for product analysis. The retain test strips were tested and they passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.